Event description:
MFR has been notified of an event of leakage through the cuff after nineteen hours in use. The product was tested before use. No adverse outcome reported. Event occurred at the hospital in foreign country.